Event description:
A journal article was reviewed which contained information regarding this lead. It was reported that the right ventricular (rv) lead had high impedance due to a confirmed lead fracture. The lead was capped and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This information is based entirely on journal literature. All information provided is included in this report. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined. Since no device ID was provided, it is unknown if this event has been previously reported. Referenced article: multiple high lead impedances in an implantable-cardioverter defibrillator system: what is the mechanism? Pace pacing clin. Electrophysiol. September 1 2013;36(9):1173-1175. (B)(4).